Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported the smartsite port above the device broke while disconnecting the secondary IV set. There was IV fluid leaking briefly before the nurse immediately intervened. The user hung a new IV set and infusion continued with no problems. There was no pt harm or medical intervention. O additional patient or event details were provided by the customer.